Manufacturer narrative:
Insulin pump was inspected one opened/used sensor and performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl .the customer had no any symptoms. Troubleshooting was not performed for low blood glucose level. Customer stated he had issues with the sensor. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.